Event description:
It was reported that the tip of the stent broke off. An 8.3/28 expel nephroureteral stent system with twist-loc hub was selected for use. During procedure, the device was placed onto the wire and tried to pass through the skin. However, the tip of the stent broke off causing a loss of access and wire position. Everything was then removed, and the procedure was completed with another stent of the same size. No patient complications were reported. It was further reported, that the 100% stenosed target lesion was located in the mildly tortuous and mildly calcified right kidney artery. Also, the device was just removed from the patient's body without any fragments lesft inside the patient. The patient's condition post procedure is satisfactory.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The drainage catheter and flexible cannula were returned for analysis. The flexible cannula was partially loaded inside the catheter. Additionally, the flexible cannula was observed kinked at middle section and the stretched in several sections. No other issues were observed in the device and no broken sections were detected. The flexible cannula was able to by unloaded without issues and some resistance was felt. Additionally, a mandrel 0.038" was inserted through the catheter and no resistance was met during its advancing.

Event description:
It was reported that the tip of the stent broke off. An 8.3/28 expel nephroureteral stent system with twist-loc hub was selected for use. During procedure, the device was placed onto the wire and tried to pass through the skin. However, the tip of the stent broke off causing a loss of access and wire position. Everything was then removed, and the procedure was completed with another stent of the same size. No patient complications were reported.

Event description:
It was reported that the tip of the stent broke off. An 8.3/28 expel nephroureteral stent system with twist-loc hub was selected for use. During procedure, the device was placed onto the wire and tried to pass through the skin. However, the tip of the stent broke off causing a loss of access and wire position. Everything was then removed, and the procedure was completed with another stent of the same size. No patient complications were reported. It was further reported, that the 100% stenosed target lesion was located in the mildly tortuous and mildly calcified right kidney artery. Also, the device was just removed from the patient's body without any fragments left inside the patient. The patient's condition post procedure is satisfactory.